Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 19-apr-2024. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 1 unit of lot number c1983119 of zepdf-5-8 involved in this complaint was returned for evaluation, in the original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 07 dec 2023. The returned device lab findings and observations can be referred through the attached files. On evaluation of the device, it was noted that the stent and introducer returned. Puncture observed on the 3rd portal on the pigtail curve. No other damage observed. A 0.035 inch does not pass the kink. An additional file, pr (B)(4), was opened to capture the user error of the incorrect wireguide with the replacement device. Manufacturing records: prior to distribution, all zepdf-5-8 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zepdf-5-8 device of lot number c1983119 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zepdf-5-8 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1983119. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The japanese packaging insert (c-es0505w10) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is no evidence to suggest that the customer did not follow the packaging insert and the instructions for use. It may be noted that a 0.025 inch wireguide was attempted to be used, however this did not contribute to the issue reported, as per complaint description ¿ prior to patient contact, when the user straightened zepdf-5-8, it was found that the lateral groove of the pigtail was kinked. The user attempted to pass the guide wire, but there was a kink, and the guide wire could not pass and penetrated the stent. ¿ this will indicate that the use of the incorrect wire guide did not cause the pigtail to become kinked. Product manager was notified of this occurrence. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, kink of stent. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kink occurring while it was being straightened as it was being loaded onto the wireguide.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 19-apr-2024. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk/ low risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Ercp for drainage of pancreatic duct stenosis due to chronic pancreatitis. Prior to patient contact, when the user straightened zepdf-5-8, it was found that the lateral groove of the pigtail was kinked. The physician used another device (unknown rpn and lot#). Additional information was obtained on 08nov23. Reason for finding a kink: the user attempted to pass the guide wire, but there was a kink, and the guide wire could not pass and penetrated the stent. Patient outcome: no health hazard. User's comment: there is no problem with the method of use since it has been used several times. [Additional information] 1 for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact observation prior to patient contact. 2 what was the target location for the stent?: pancreatic duct. 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. It was stored vertically. 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?: olympus/visiglide 0.025inch. 5 was the wire guide lubricated prior to use? 6 was the device at the centre of the complaint inspected for damage prior to use? : yes. 7 was the wire guide inspected for damage prior to use?: 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device?: 9 if yes please indicate the procedure performed. 10 did the patient involved exhibit altered anatomy or tortuous anatomy?: no. 11 if not with the device in question, how was the procedure finished?: used another device (unknown rpn and lot#). 12 did the patient require any additional procedures as a result of this event? No. 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)?: no. 16 was a straightener used to straighten the stent?: no. There is no supplied strainghener in zepdf. 17 (if any damages were confirmed prior to use)was the package damaged?: no. Additional information was obtained on 08nov23. 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure?: olympus/tjf-260. 3 does your medical facility have a service/maintenance schedule associated with its endoscopes?: yes. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened.: no. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure.: yes. Olympus/visiglide2 0.025inch. 25 did the patient require any additional procedures as a result of this event?: no. 28 were any other defects observed on the device prior to return (other than the reported complaint issue)?: no.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.